Event description:
This report is being failed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms followed by venous air alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to visible air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback, due to visible air in the circuit. The alarm is attributed to issues with the pt's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot the established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.